Manufacturer narrative:
Investigation is ongoing.

Event description:
The field clinical specialist reported that the 16 fr esheath+ and the 29 mm s3ur with commander delivery system were prepped per IFU, with no defects noted. However, the physician experienced some difficulty advancing the crimped valve and delivery system through the distal tip of the esheath+, as shown in the available video. Upon removal, the distal tip of the esheath+ was found to have a tear but remained intact to the system, with photos provided. There was no harm to the patient, and the final angiographic runoff showed no dissection or perforation. The root cause of the event remains unknown, and the device was discarded and is unavailable for return. The 3mensio report, detailing tortuosity, calcification, and minimum luminal diameter, is attached.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 (correction), h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip was confirmed per evaluation of the device imagery. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via provided 3mensio imagery. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
The field clinical specialist reported that the 16 fr esheath+ and the 29 mm s3ur with commander delivery system were prepped per IFU, with no defects noted. However, the physician experienced some difficulty advancing the crimped valve and delivery system through the distal tip of the esheath+, as shown in the available video. Upon removal, the distal tip of the esheath+ was found to have a tear but remained intact to the system, with photos provided. There was no harm to the patient, and the final angiographic runoff showed no dissection or perforation. The root cause of the event remains unknown, and the device was discarded and is unavailable for return. The 3mensio report, detailing tortuosity, calcification, and minimum luminal diameter, was received.

Event description:
The field clinical specialist reported that the 16 fr esheath+ and the 29 mm s3ur with commander delivery system were prepped per IFU, with no defects noted. However, the physician experienced some difficulty advancing the crimped valve and delivery system through the distal tip of the esheath+, as shown in the provided video. Upon removal, the distal tip of the esheath+ was found to have a tear but remained intact to the system, with photos provided. There was no harm to the patient, and the final angiographic runoff showed no dissection or perforation. The root cause of the event remains unknown, and the device was discarded and is unavailable for return. The 3mensio report was received, detailing tortuosity, calcification, and minimum luminal diameter.

Manufacturer narrative:
A supplemental MDR is being submitted due to quarterly audit for closed complaint findings, sections g6, h2, a2, b5, g2, and h5 corrected.